Event description:
End user's son reported that his mother was rear ended in her m91 power chair, causing damage to the left rear side and motor. User went to the emergency room, sustained an unknown injury to her neck.